Manufacturer narrative:
(B)(4). Results of investigation: carefusion was unable to duplicate the reported issue. All testing was performed using a good known test patient circuit. The ventilator passed the extended 25 hour run in test with the customer settings without any unusual alarms and conditions. The ventilator passed the ltv final test, which includes many ventilation and alarm functions. The ventilator also passed the volume operation test from general checkout. Internal inspection did not reveal any abnormalities with the ventilator. Unit passed all testing.

Event description:
The customer reported that the therapist was counting the breath rate on the ventilator and it was above the set rate. The customer also reported that the patient never breathes above the set rate, so the patient was taken off of the ventilator and switched to their back-up ventilator. There was no patient harm and no patient discomfort noted.